Manufacturer narrative:
Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded battery tube and corroded motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump was exposed to moisture and the customer could hear fluid when shaking the pump. The customer stated there was fluid inside the compartment and under the lcd. The customer did not experience button error, nor keypad being unresponsive. The customer accidentally put the pump in the washing machine and started it, the pump was washed. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.